Event description:
The manufacturer received information alleging ventilation service required alarm had occurred on a trilogy ev300 device. The device was not in use on a patient at the time of the occurrence. The trilogy ev300 device was returned to the manufacturer service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation it was noted that an error code, oxygen blending module (obm) valve failure (e-081), was observed on the device's error log. The manufacturer's service technician further evaluated and determined the obm had caused the issue to occur on the device. In conclusion, the device's obm needs replaced to address the issue. There was no response from the customer on making repairs to the device, the device was sent back to the customer unrepaired. The root cause is confirmed at this time. Additionally, during the service of the device, the obm needs replaced for another error code, oxygen pressure railed low (e-0157) was found on the device's error log but was unrelated to the reportable issue.